Event description:
The field service rep (fsr) reported that during a repair of a device for an earlier complaint MDR #1828100-2014-00489, the main pump on the cooler heater unit was not circulating water in any mode. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
This complaint is related to MDR 1828100-2014-00489. The field service rep (fsr) verified the main pump valves 1, 2, and 3 operated properly. The main pump needs replacement. Currently, no parts are available. The fsr will contact the customer when the main pump becomes available.